Event description:
It was reported the patient had a loss of therapeutic effect. It was reported that patient had greater than 4000 reading ohms on all of the unipolar pairs. The patient was a competitive swimmer. The patient had multiple falls and fainting episodes with no specific dates given. The patient did not remember dates. It was also reported some swelling at site and the patient works in a nursing home as an assistant and has had multiple incidents of being punched and kicked at stimulator site. It was noted loss of therapy not specific or sudden but gradual over the past month. The readings were c/0 at 1147, c/1 greater than 4000, c/2 at 1111, c/3 at 1111. The patient typically uses program 4 which was 1+(positive) 3-(negative) but switched to program 2 due to having gluteal involvement. Program 2 c+2- with no therapy and feeling in rectum and inner thigh. Program 1 at c+1- and greater than 4000, program 3 at 1+0- and greater than 4000, program 4 at 1+3- and greater than 4000. Program 2 c+2- at 1111.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v825807, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).